Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm and pump error 35 on the insulin pump. Customer¿s blood glucose level was 122 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen after entering the swimming pool while wearing the device. Customer was unable to clear the pump error 35 and the critical pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error due to moisture damage on electronic assembly. Unable to verify pump error due to critical pump error.